Event description:
Reference number: (b)(4.) Event occurred in the united states. It was reported that patient's infusion set accidentally got caught in the tubing and ripped out of its site on (B)(6) 2026. The patient replaced the infusion set resumed insulin deliveries successfully. No further information available.